Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where a crack on luer lock was reported. A picture of a set where fluids were noted inside the tubing and a picture where the luer lock cracked were provided. The packaging was sealed or intact prior to opening. Unknown as to how the event was noted. The set was replaced, and therapy resumed without any problem. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
The device was received on 2/6/25 for evaluation. Two pictures were also received for evaluation; one of whole sample, one of broken crown on male luer lock. As received, the crown on the male luer lock was observed to be broken. The deformation on the area of the break showed beach marks with smooth sections and an angle, typical of a bend break. The complaint of a crack on the luer lock can be confirmed. The probable cause is due to the unintentional application of an external bending force. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.